Event description:
While placing central line into pt's subclavian vein, physician met with resistance, tried to remove guide wire which broke off in pt. Pt had to go to fluoroscopy for removal. Guide wire found in aortic artery in head. Pt stable at this time.